Event description:
It was reported that during a thoracoscopy-lung volume reduction the stapler cut but did not staple when fired. A second stapler was opened and did the same. The patient was then converted to a thoractomy and the bleeding was stopped.